Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a loss of stimulation after suffering a fall. Also, the patient indicated she had not charged her ipg in over 1 month. The sjm representative met with the patient and was unable to communicate with the ipg using external devices. Surgical intervention took place and the ipg was explanted and replaced. The patient reported effective stimulation postoperative.